Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit her head on the floor during an assault. After this event she noticed some intermittencies with the device.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the implant as a result of the reported trauma cannot be excluded. No information on possible further steps is available at this moment.

Event description:
The user fell and hit her head on the floor during an assault. After this event she noticed some intermittencies with the device.